Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: preop ap radiograph of hip labeled "a" shows presence of a dislocated total hip arthroplasty. Risk factors for dislocation may include excessive acetabular cup version, deformity of the superior lateral acetabular cup and varus angulation of the femoral stem. Alternatively, the deformity of the superior lateral acetabular cup may have occurred due to the trauma event. Postop ap radiograph of hip labeled "b" shows revision of total hip arthroplasty with modular femoral megaprosthesis and constrained acetabular cup reconstruction. The bony proximal femur at and proximal to the transverse shaft fracture has been removed and replaced with the modular femoral prosthesis. A definitive root cause cannot be determined. It was noted from the radiograph review that there is mildly excessive acetabular cup version which may have caused or contributed to the event however, the placement of the cup is at the surgeon's discretion based on the patient's anatomy. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 1 patient was revised 6 months postop due to periprosthetic fracture. Upon review of x-rays, it was determined that a joint dislocation had occurred. The patient was revised to a mega-prosthesis stem and acetabular reconstruction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. B3: event date is the publication date of the article. G2: andriollo, l., nesta, f., el motassime, a., pericarini, l., sangalett, r., benazzo, f., rossi, s.m.p. (2025). Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery?. Archives of orthopaedic and trauma surgery, 146 (9), https://doi.org/10.1007/s00402-025-06110-5. G2: foreign: italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 1 patient was revised 6 months postop due to periprosthetic fracture. The patient was revised to a mega-prosthesis stem and acetabular reconstruction. Attempts have been made and no further information has been provided.